Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported the patient has had several infections, they were told it was an infection of the lung, but they were also told that the patient had pneumonia. It was also reported the patient was in pain at the ins site and it was protruding. In the past, the patient was hospitalized and given medicine. The most recent hospitalization was (B)(6) 2019 and it was related to the kidney, so the patient was catheterized for three months and now was infection free, however, the hcp prescribed low-dose antibiotics for the patient to take daily for the rest of their life. The patient was non-verbal (has cp), however, the patient was not eating and could not walk and has lost weight. The patient has gone to the ER but they were told nothing is wrong with the patient. The caller believes the device is contributing to the symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.